Event description:
A report was received from the USA stating that an 840 ventilator experienced a malfunction. The graphical user interface (gui) had reset during pt use. The pt was not harmed or injured as a result of the reported event. The date of the event is unk.

Manufacturer narrative:
Service info is not available at the time of this report. If add'l info becomes available a follow up report will be processed. (B)(4).